Event description:
In 2002, hammerlit gmbh, a german medical device distributor, notified intermetro industries corp ("intermetro") about an incident involving the lifeline cardiopulmonary board manufactured by intermetro. While a pt was undergoing a reanimation with heart pressure massage procedure, the cardiopulmonary board allegedly broke in two pieces underneath the pt. The attending physician noted that the pt sustained a superficial wound on their back. Although the pt died, the attending physician concluded that the death was not causally connected to the breaking of the cardiopulmonary board.